Event description:
It was reported that after unplugging the pump for transport, the battery indicator showed 20 minutes of usable power. The reading quickly dropped to 10 minutes. The patient was transferred to another pump and there were no complications.